Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure no image was confirmed and error e229 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b32 and fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the broken video cable led to the malfunctions no image and b32: cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of damaged fiber bonding in the distal end: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope presented no image and error code 229. There were no reports of patient harm.